Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020, through (B)(6) 2020. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm. These faults resulted in seven low flow hazard alarms on (B)(6) 2020. These alarms lasted between 1 and 11 seconds each and appeared to be associated with elevated pi values ranging from 10.1-12.1. The remaining low flow faults did not last long enough to trigger audible low flow alarms. Despite these events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to low flow alarms. The patient was not symptomatic. An echocardiogram was performed. A good preload situation was observed and the aortic valve was opening every beat, although the ventricle was not properly unloaded. The physician saw something in the inflow cannula that was suspect for an obstruction. Intravenous heparin was started. One day after heparin treatment was stared a computed tomography (CT) scan was performed and obstruction was not confirmed. There was no hemolysis in the patient's blood sample. The patient had a short period with low international normalized ration (inr) values before this incident that may have contributed to this event (inr 1.7 on (B)(6) 2020, inr 1.4 on (B)(6) 2020). The low flow alarms resolved and flows were in normal range, however, the patient remained admitted to the hospital with a plan to get inr in therapeutic range. A ramp study was also planned before discharge.